Event description:
Postoperatively, the patient developed hmolysis. Echocardiogram showed aortic regurgitant jet. On 06/08/199, reoperation was performed with a preoperation diagnosis of paravalvular leak; however, no paravalvular leak was observed at explant. A size 25 valve was then implanted. Physician suspects one leaflet may have closed inadequately. Patient expired on 06/23/1999 due to mediastinal infection.